Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from a pin hole in the "port tube." This occurred during patient infusion of an unknown drug. The reporter stated that the set was connected to a medication bag and primed in the pharmacy the night before infusion; the set was clamped until it was sent to the floor the next day for patient use. The reporter stated that after connecting the set to the patient and removing the pressure being applied by the slide clamp, a small pin hole was observed where the slide clamp had been placed. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, three companion samples were returned for evaluation purposes. Each device was visually inspected and no abnormalities were noted. Simulated use testing did not identify any leaks. The dimensions on all three slide clamps were then taken and were found to be within specification. Clamp function testing determined that the slide clamps performed normally. Leak testing did not identify any leaks. The evaluation did not confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.